Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels displayed as "high" and "low" displayed on the continuous glucose monitor (cgm). Specific values and causes were not known. A correction bolus was delivered to address the high bg and carbohydrates were consumed to address the low bg. Reportedly, the customer continued to use the pump for insulin therapy.